Event description:
While in use, the cable that controls the biting action of the instrument tip snapped. No pieces came off, and the cable did not come into contact with the patient. The tip was not being used for biting action at the time the cable broke. The device was being operated by the surgeon prior to contact with the tissue.